Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information, the reported incomplete coaptation (intraprocedure) appears to be due to a combination of challenging patient anatomy and procedural conditions. The poor image resolution is due to challenging patient anatomy. The reported unexpected medical intervention (addl mitraclip same procedure) is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment/slda and medical intervention. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr), with an mr grade of 4. The coaptation gap was very large and imaging was challenging due to a rotated heart. The clip delivery system (cds) was advanced to the mitral valve and the clip was deployed. After clip deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). An additional clip was implanted stabilizing the slda clip. Mr was reduced to 2. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.